Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Since the lot number of the subject device was unknown, omsc could not confirm device history record of the subject device. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since during the reprocessing of the channel of the endoscope with subject device, an excessive force was applied to the brush part of the subject device.

Manufacturer narrative:
The gif-h290 was returned to olympus service operation repair center (sorc). Sorc checked the gif-h290 and found that the brush part came out from the channel of the gif-h290. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the unspecified timing, a brush part of the subject device fell into the channel of the gif-h290. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.